Event description:
The facility reports while in the process of transferring from the bed to the shower chair, the material connecting the sling to the clip broke on both leg lengths. The resident fell to the floor. Their back hitting the leg of the lift. None of the clips broke and the shoulder clips were still attached to the sling and to the lift. The resident began vomiting. Emergency measures were taken, and an ambulance called. The pt was admitted to the hosp with a fracture to the lower lumbar.

Event description:
The facility reports while in the process of transferring from the bed to thw shower chrir, the material conecting the sling to the clip broke on both leg lengths. The resident fell ot the floor, her back hitting the leg of the lift. None of the clips broke and the shoulder clips were still attached to the sling and to the lift. The resident began vomitting, emergency measures were taken, and an ambulance called. The patient was admitted to the hospital with a fracture to the lower lumbar.